Manufacturer narrative:
(B)(4). Medical devices: unknown partial femoral catalog#: ni lot#: ni; unknown partial tibial tray catalog#: ni lot#: ni. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient is experiencing knee pain approximately 18 and a half years post-implantation. Radiographs indicate the tibial insert is worn. No revision procedure has occurred.

Event description:
It was reported that patient underwent a knee revision approximately eighteen years post implantation due to tibial insert wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and were not sent for further evaluation as the radiologist review was included. Review found narrowing of the polyethylene bearing space to about a millimeter with the tibial and femoral metal components almost touching each other. However, tibial insert wear could not be confirmed via the x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.